Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, including prolonged hyperglycemia after meals and delayed insulin delivery leading to post-dose highs, along with episodes of hypoglycemia treated with 10¿15 g of oral carbohydrate and fingerstick rechecks; the device problem and component could not be specified due to insufficient information. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.